Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the suture was not attached to the plunger on eight prostyle devices. The suture of a ninth prostyle device was deployed; however, the foot did not retract during step 4. The prostyle device was stuck in the anatomy. The device was attempted to be removed by intentionally breaking the device apart to manually pull the actuator wire to retract the foot but was not successful. Therefore, a surgical cutdown was performed to remove the device. No vessel damage occurred. The sheath was upsized to 14f and the aaa procedure was completed. Hemostasis was achieved with a figure of eight suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.